Event description:
Reportable based on device analysis completed on 30-jan-2015. It was reported that guide wire unraveling occurred. The patient was undergoing a percutaneous transhepatic cholangiogram. An st/035/145 amplatz super stiff¿ guide wire was placed in the liver and a non-bsc drainage catheter was then tracked over the wire and positioned. Upon removal of the guide wire from the lumen of the drain, the distal end of the guide wire got caught on the drain and unraveled; the wire was able to be removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a core wire break.

Manufacturer narrative:
(B)(4). Visual inspection of the returned device revealed the distal end is severely damaged; the coilwire is unraveled and the corewire is broken. All the outer diameter (ods) taken were according to specifications. Guidewire overall length could not be measured due to the condition of the returned device (coilwire unraveled). The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).